Event description:
It was reported that a patient was seen by her neurologist on (B)(6) 2012 in which normal mode and systems diagnostic tests showed low impedance with a dcdc code of 0. The last time the patient was seen was in (B)(6) 2011, and the dcdc code was 2 at that time. The patient was seen by her neurologist on (B)(6) 2012 because she had experienced an increase in seizures the last few weeks and was no longer feeling stimulation during magnet mode. The neurologist suspected a short circuit condition with the dcdc code of 0 and the patient's clinical symptoms. The neurologist referred the patient for x-rays and fur surgery. No trauma was reported to the neurologist. Although surgery is likely, it has not occurred to date. Attempts for additional information from the neurologist have been unsuccessful to date. A battery life calculation was performed with the history available in the in-house database and resulted in approximately 4.38 years until eri=yes.

Manufacturer narrative:
Device failure is suspected to have caused the event.